Event description:
The surgeon performed primary tha on (B)(6) 2008. About 8 years after, the surgeon found an observation like armd. So the surgeon performed revision surgery on (B)(6) 2016. The surgeon wants to know the condition of head bearing surface and each tapers. The parts are not consignment parts.